Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a diluted wash buffer transfer error that was generated on the alinity I processing module and when trying to replace the diluted wash buffer level sensor a stream of liquid went directly in her right eye that contained diluted wash buffer and something else. The customer was sent to the emergency room, a fluorescein stain was performed to look for possible ulcers but reported they did not have any. The customer received corticosteroid preventative eye drops. It was reported there was no damage to their eye, only irritation. The customer was not wearing the proper personal protective equipment including safety glasses or goggles during the incident. No impact to patient management was reported.

Event description:
The customer observed a diluted wash buffer transfer error that was generated on the alinity I processing module and when trying to replace the diluted wash buffer level sensor a stream of liquid went directly in her right eye that contained diluted wash buffer and something else. The customer was sent to the emergency room, a fluorescein stain was performed to look for possible ulcers but reported they did not have any. The customer received corticosteroid preventative eye drops. It was reported there was no damage to their eye, only irritation. The customer was not wearing the proper personal protective equipment including safety glasses or goggles during the incident. No impact to patient management was reported.

Manufacturer narrative:
The complaint is associated with an operator who received a spray of fluid to their right eye during replacement of the wash buffer level sensor. The part was replaced during the troubleshooting of a diluted wash buffer transfer error on the alinity I processing module sn (B)(6). Protective eyewear was not worn at the time of the event. A review of the alinity I processing module sn (B)(6) service history identified no contributing factors on or around the date of the complaint. The wash buffer level sensor was considered the likely cause for this complaint. Labeling was reviewed and found to adequately address the issue. A 12-month search for similar complaints identified one additional complaint for an operator eye splash during replacement of the wash buffer level sensor; the operator did not wear protective eyewear and no deficiency was identified. A review of the scorecard identified no similar issues related to the alinity I processing module or likely cause parts as described with regard to the current complaint. A cross functional team determined the incident was due to a use error in that the customer did not follow all required precautions as indicated in the procedures, specifically biological and chemical hazards, and not wearing the recommended protective eyewear while performing part replacement. Based on the investigation, the device met performance specification and performed as intended at the customer site, therefore there is no systemic issue or deficiency with the alinity I processing module sn (B)(6).